Manufacturer narrative:
Product ID: 97792, lot# unknown, product type: accessory; product ID: 97792, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. Analysis of the lead ((B)(4)) found that all conductors were broken 21.2 cm from the distal end. Analysis of the lead ((B)(4)) found that all conductors were broken 21.4 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there were abnormal impedances on all contacts. It wasn't known what factors led to the issue. The rep reported that the patient also had a lack of efficacy with the ins. The rep reported that a full system replacement occurred. No further complications were reported.